Event description:
It was reported that the user¿s freestyle libre 3 plus sensor appeared started in the libre app but would not connect to the ilet, resulting in a ¿connect cgm or enter bg¿ prompt on the ilet and inability to pair the cgm to the pump. The user transitioned to backup therapy and used the libre app for glucose monitoring per support guidance. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy. Investigation included technical troubleshooting and education by customer care. Investigation of this case revealed that pairing failed between the cgm and the ilet mobile app while the sensor functioned with the manufacturer¿s app. It was concluded that the event was related to a connectivity or setup issue between the cgm and the ilet, with no device injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.